Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the coil "floated into the blood vessel meant that the coil had migrated into the parent artery after being stretched. The coil did not prematurely detach.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the posterior communicating artery with a max diameter of 5.5 mm and a 2.7 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during the pushing process of the axium coil, it was found stretched. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f guiding sheath, zhongtian 6f guide catheter, echelon catheter, synchro 2 guidewire . Additional information was received that the cause of the stretch was undetermined. The operation was normal, the coil stretched and "wiredrawn". There were no issues that resulted in the damage that was found. Additional information was received that "wiredrawn" was an input error and meant the coil was stretched. It was noted that during the surgical aneurysm filling process, the 4th coil was filled using qc 1.5*4 helix. During the filling process, the spring coil and catheter were pushed normally. When preparing to detach, it was found that the shape of the coil was wrong. It showed that the one coil was stretched and floated into the blood vessel, so the coil was withdrawn as a whole and it was found that the coil was stretched. This was the surgical process.